Manufacturer narrative:
The customer reported that the issue occurred during set up, with no delay noted. The customer replaced the speaker assembly to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Event description:
It was reported that the ventilator had an error code speaker failed. There was no patient involvement. The investigation is ongoing.